Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that during use of the bd eclipse¿bd luer-lok¿ syringe with detachable needle the needle cover broke off when the nurse attempted to activate the safety mechanism. As reported verbatim: "eclipse needle cover broke off when nurse went to draw up medication and attempting to activate the safety mechanism. Occurred 3 times."

Manufacturer narrative:
Investigation: DHR was performed and there were no reject activity findings throughout the build of the lot that would impact the quality of the product. 3 actual samples in open package were returned for evaluation. The samples were subjected to visual inspection as per 80006108 eclipse assembly test specification. It was observed that one of the pivot rod for the safety shield was broken. There was a CAPA raised for eclipse needle safety shield disengagements. Refer to CAPA#56413.

Event description:
It was reported that during use of the bd eclipse¿bd luer-lok¿ syringe with detachable needle the needle cover broke off when the nurse attempted to activate the safety mechanism. As reported verbatim: "eclipse needle cover broke off when nurse went to draw up medication and attempting to activate the safety mechanism. Occurred 3 times."